Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 3006705815-2020-02027. It was reported that patient experienced loss of stimulation due to high impedance issue observed on the leads. Patient denies any traumas or falls. A surgical intervention is anticipated in the near future. No further information is available at this time.

Manufacturer narrative:
Information indicates that lead model 3186 sn (B)(6) (manufacturer report number 3006705815-2020-02027) was the only lead explanted 8 jun 2020. Lead model 3186 sn (B)(6)(manufacturer report number 3006705815-2020-02028) remains implanted.

Event description:
Information indicates that lead model 3186 sn (B)(6) (MDR) was the only lead explanted (B)(6)2020. Lead model 3186 sn (B)(6) (MDR) remains implanted.

Manufacturer narrative:
Upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.